Event description:
It was reported that the user received an occlusion alert on an ilet system using an infusion set with contact detach, and customer care provided troubleshooting which confirmed insulin delivery function at the time with dry site, correct connections, and flow during fill. The issue resolved only after a complete supply change due to a low cartridge, consistent with an obstruction of flow associated with the connector/coupler. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included communication with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed deformation-related issues consistent with an obstruction of flow localized to the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.